Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was operational, it failed to read barcodes from medication. The field service engineer reprogrammed the barcode scanner and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner was broken. The customer stated that there was a delay in dispensing medication to a patient and user was able to remove medication from different unit. There were no adverse events or injuries reported based on this event.